Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. There was no reported adverse impact to customer's blood glucose level. The customer changed cartridge to address the issue.